Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/31/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic total prostatectomy on (B)(6) 2017 and an implantable suture clip was used. During the procedure, the device could not clip on the suture at all. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.